Event description:
It was reported that during a repair of a medial collateral ligament, the superficial portion of the screw fractured during insertion. There was excellent stability with the remaining portion of anchor; the surgeon accepted the repair as it was. A free needle was placed and brought through the origin of the ligament; it was cinched down to its appropriate origin. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow-up information was obtained that there has been no indication of post-op complication; the patient is experiencing a normal course of recovery. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not released by the facility's risk management, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this type of event include improper bone preparation, inserting the implant at an angle not co-axial to the pilot hole, prying/leveraging the driver while the implant is still loaded, and/or application of excessive force during insertion. This is the second complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Not released per risk management.